Event description:
During hip replacement surgery the jackson pratt drain broke off inside the patient's body. The surgeon had to go back and remove the product.

Manufacturer narrative:
The sample was received in its original package and completely sealed. Co's therefore assuming that the hosp elected to retain the used product sample or it was discarded. Without the used product sample co's unable to determine the cause of the breakage. The mfg date for this product is oct 30, 1997. The minimum tensile strength specification for the tubing is 750 psi. The DHR of this lot demonstrated tensile strength results of a minimum of 941 psi. In quality testing performed. The sample received was tensile stength tested and the result obtained was 992 psi, which indicates that the units is over minimum specifications and the recommended force used to remove this drain should never reach this value.